Event description:
It was reported that the battery remaining in this device decreased from 59% in december to 57% in february. Since this device is on an advisory, there is concern about early battery depletion. A review of device downloaded memory was done by technical services and normal battery depletion was confirmed. There is no evidence of malfunction. There were no adverse patient effects. Later, the system was programmed off but remains implanted. The patient got an upgrade to a chf system. There were no additional adverse patient effects. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.